Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, limited investigation can be completed and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported to the manufacturer by the patients contact lens prescribing and initially treating optometrist. It is reported that on (B)(6) 2025, the patient experienced redness, watery eyes, blurry vision, burning sensation and photophobia in the right eye (od) during contact lens use and sought medical treatment at an urgent care facility. The patient was referred to their eye care provider and was seen by the optometrist on (B)(6) 2025. Examination identified corneal edema, epithelial staining, corneal infiltrates, and a corneal ulcer in the superior and central region of the right eye (od). The patient was seen for follow-up visits with the optometrist on (B)(6) 2025. On (B)(6) 2025, the patient was referred to an ophthalmologist for further care and on (B)(6) 2025, cultures taken confirmed an acanthamoeba keratitis infection. Additional information regarding the treatment(s) while under the care of the ophthalmologist has not been received. The contact lens prescribing optician indicates that as of on (B)(6) 2026, the event has resolved and the patient has resumed contact lens use, however the event resulted in a central corneal opacity and a permanent reduction of visual acuity. This incident is being reported due to the indication of permanent injury resulting from an acanthamoeba keratitis infection, potentially associated with the use of the contact lens device. Should additional information become available, a follow-up report will be submitted as appropriate.